Manufacturer narrative:
Additional information was received that the physician suspected that the ipg could not be charged because bi-cautery was used during the procedure to remove some cancerous cells from his skin.

Event description:
A report was received that the patient was unable to charge the ipg following a non-device related procedure wherein electrocautery was used. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was unable to charge the ipg following a non-device related procedure wherein electrocautery was used. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4))

Manufacturer narrative:
(B)(4). Device evaluation indicated that the depleted ipg was charged fully in one cycle. The daily battery depletion rate without any stimulation was within the expected range. In low power idle mode without any stimulation, the quiescent current measured within the expected range. The device is capable of being charged fully under a proper charging method. The ipg passed all the required tests and revealed normal device characteristics.

Event description:
A report was received that the patient was unable to charge the ipg following a non-device related procedure wherein electrocautery was used. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4))